Event description:
It was reported that the patient presented for an implant procedure. After the implant procedure and pocket close, the implantable cardioverter defibrillator exhibited under-sensing of ventricular defibrillation episode during defibrillation threshold testing. Successful external shock was provided. Approximately after 1 minute when the patient was checked, the patient was unresponsive. Staff began CPR and she was intubated. Patient went into ventricular fibrillation (vf) and was coded for 15 minutes - successful. Blood gases were drawn as the patient was acidosic due to hypoxia. 20 minutes went by and the patient was about to be transferred to the intensive care unit (ICU) bed from the ep table. Rhythm was ap/vp at 9:00pm. Dr (B)(6) felt for the patient's pulse and patient was pulseless again. CPR was started again. Staff were able to successfully get the patient's pulse back. Patient was currently in ICU on a ventilator and under code ice. Patient was stable.

Manufacturer narrative:
Correction:h6 a single beat of under-sensing that would not have counted in the ventricular fibrillation zone was observed after the initial therapy was delivered. The device appropriately detected and functioned based on the programmed settings.